Event description:
Per maude event report (B)(4), a physician performed an uneventful novasure endometrial ablation in 2009. Three years later, (exact date unk) the patient began to "have severe cramps that were worse with the ingestion of coffee". A year later in 2013 (exact date unk), the patient began to have severe cramps and dysmenorrhea. The patient went to the emergency room (ER) several times in year 2013 (exact dates unk) for the same symptoms "menstrual cramps radiating down into [her] legs, ovaries [and] lower front pelvic areas". The emergency room tests (type of tests unk) revealed that she is "suffering from hematometra, endometriosis and cervical stenosis". The patient reported "it appears I am headed for a hysterectomy" and is seeking out a second consult from her local woman's clinic.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).